Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used for a colon polyp. The clip would not close onto the tissue site. A wire popped out of the handle and the handle broke [drive wire disconnected from the handle]. A clip made by another company was used to complete the procedure. There was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. The product said to be involved was returned in an open pouch from a lot number that differs from the unk lot number in the report. The following lot number was provided on the opened pouch: (B)(4), manufacture date 03/04/2013, expiration date 03/04/2016. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire is deformed most likely from hemostats or some other tool used in an attempt to deploy the clip. The handle spool was disassembled and the tip of the securing component was examined. The securing component was verified to be within the appropriate manufacturing specifications. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and verified to be within the appropriate manufacturing specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number returned with the product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subject to a visual inspection and functional testing to ensure device integrity. A review of the device history record of the lot number returned with the device confirmed that the lot said that this lot met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire breakage. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.